Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for unknown - 3.5mm, 6-hole dynamic compression plate system/unknown quantity/unknown lot. Carpal tunnel syndrome. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, luria, s., lauder, a. And trumble t. E. Comparison of ulnar-shortening osteotomy with a new trimed dynamic compression system versus the synthes dynamic compression system: clinical study. The journal of hand surgery, 33a, 1493-1497, 2008. Thirty seven patients (16 male, 21 female; age range 18-65 years, average age 36 years) were treated for an ulnar-shortening osteotomy using a 3.5mm, 6-hole dynamic compression plate with and an ao compression/distraction device (synthes, (B)(4)) and compared with 17 patients treated with a new dynamic compression system manufactured by a competitor. Wrist pain scores decreased from an average of 6.0 preoperatively to 0.8 after surgery in the synthes group. Ten plates were removed in the synthes group for symptomatic prominence of the plate. Two patients developed carpal tunnel syndrome during the follow-up period in the synthes group. A copy of the literature article is attached to this medwatch. This is report 1 of 1 for (B)(4). This report is for an unknown - 3.5mm, 6-hole dynamic compression plate system, and refers to wrist pain scores decreased from an average of 6.0 preoperatively to 0.8 after surgery in the synthes group, 10 plates were removed in the synthes group for symptomatic prominence of the plate and two patients developed carpal tunnel syndrome during the follow-up period in the synthes group.